Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as pacing impedance had been steadily increasing over time, to where it was routinely greater than 2000 ohms. The physician was uncomfortable with this. As the device was over six years old, the physician elected to replace the entire system, there had been no loss of function with the device. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.